Manufacturer narrative:
This is an international product that has a similar product in the us ln 8d06-31 and 8d06-41. Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and sensitivity testing. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. Sensitivity testing met all specifications. A malfunction was identified as the device failed to meet performance specifications or otherwise perform as intended at the customer site. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.

Event description:
The customer observed (B)(6) results on the architect i2000sr analyzer. The following data was provided: (B)(6). There was no impact to patient management reported.